Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("cramping"), hypoaesthesia ("numbness") and back pain ("back pain"). The patient was treated with surgery (salpingectomy in order to remove the device on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypoaesthesia and back pain outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, hypoaesthesia and pelvic pain to be related to essure. The reporter commented: when plaintiff sought treatment for these issues she was not informed that her pain could be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: showed that the device was inserted properly. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010 and reported adverse events including pelvic pain and heavy bleeding (understood as genital haemorrhage). The plaintiff was submitted to salpingectomy on (B)(6) 2016 and essure was removed. Pelvic pain is highly prevalent in women, and may have gynecological and non gynecological causes. Genital hemorrhage may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy bleeding') in a 28-year-old female patient who had essure (batch no. 678816) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, miscarriage and migraine headache. Concomitant products included naproxen sodium (aleve). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), hypoaesthesia ("numbness"), back pain ("back pain") and abdominal pain ("pain (abdominal pain)"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, hypoaesthesia and back pain outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage, hypoaesthesia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: when plaintiff sought treatment for these issues she was not informed that her pain could be related to essure. The right ostia had 3 visible coils and the left ostia had 4 visible ,coils noted. Discrepancy in essure insertion dates- (B)(6) 2010 and (B)(6) 2010. Discrepancy in essure explant dates- (B)(6) 2017 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on an unknown date: negative. Hysterosalpingogram - on (B)(6) 2010: results: showed that the device was inserted properly. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy bleeding') in a 28-year-old female patient who had essure (batch no. 678816) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, miscarriage and migraine headache. Concomitant products included naproxen sodium (aleve). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), hypoaesthesia ("numbness"), back pain ("back pain") and abdominal pain ("pain (abdominal pain)"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, hypoaesthesia and back pain outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage, hypoaesthesia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: when plaintiff sought treatment for these issues she was not informed that her pain could be related to essure. The right ostia had 3 visible coils and the left ostia had 4 visible ,coils noted. Discrepancy in essure insertion dates- (B)(6) 2010. Discrepancy in essure explant dates- (B)(6) 2017 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on an unknown date: negative. Hysterosalpingogram - on (B)(6) 2010: results: showed that the device was inserted properly. Most recent follow-up information incorporated above includes: on 12-aug-2019: reporter and patient demographics, medical history, concomitant drugs, laboratory data were added. Updated suspect drug indication, dates and lot number. Added events abnormal bleeding (vaginal, menorrhagia),dysmenorrhea (cramping), pain (abdominal pain). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), hypoaesthesia ("numbness") and back pain ("back pain"). The patient was treated with surgery (salpingectomy in order to remove the device on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, hypoaesthesia and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, genital haemorrhage, hypoaesthesia and pelvic pain to be related to essure. The reporter commented: when plaintiff sought treatment for these issues she was not informed that her pain could be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: showed that the device was inserted properly. Quality-safety evaluation of ptc: due to no sample or valid lot number being available, the quality unit was unable to conduct a review of the manufacturing batch record or perform an investigation therefore they are unable to confirm any quality defect or device malfunction. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 8-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010 and reported adverse events including pelvic pain and heavy bleeding (understood as genital haemorrhage). The plaintiff was submitted to salpingectomy on (B)(6) 2016 and essure was removed. Pelvic pain is highly prevalent in women, and may have gynecological and non gynecological causes. Genital hemorrhage may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since device removal was required. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information will be obtained through the litigation process.